Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to have multiple cracks. There was evidence of moisture observed inside the battery compartment and behind the display lens. A leak test was performed and a leak in the battery compartment was found. The pump was opened and moisture was found internally on the display lens, printed circuit board and inside the pump cover. Unrelated to the complaint, investigation revealed a damaged display; a horizontal line through the bottom of the display lens due to moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.